Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot: 91303278 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial: (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua: (B)(4) documented in the record: (B)(4).

Event description:
On october 13, 2022, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. On (B)(6) 2022, the same patient sample was tested twice on eplex rp2 panels and once on a comparator method. The first run on the eplex rp2 panel resulted in positive calls for human rhinovirus/enterovirus, parainfluenza virus 4, and respiratory syncytial virus a. The second run on the eplex rp2 panel resulted in positive calls for human rhinovirus/enterovirus, parainfluenza virus 4, respiratory syncytial virus a, and sars-cov-2, where sars-cov-2 was considered an unexpected positive result. A third run using a comparator method, cepheid xpert xpress sars-cov-2/flu/rsv (eua) assay, generated a positive call for rsv. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumable performed as expected.